Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon is slightly unfolded but has not been inflated. The stent is displaced on the balloon and deformed over its entire length, which was induced after the actual complaint event as described by the local staff. Visible stent imprints on the balloon surface indicate that the stent was initially crimped between the x-ray markers. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
It was intended to treat a severely calcified lesion (90% stenosis degree) in a tortuous lad. The device could not pass the lesion.